Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17657905 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber rx 8 mm 4 cm 155 was delivered to the lesion and inflated. However it ruptured at 6 atmospheres (atm) during its initial inflation. Therefore it was removed from the patient. The patient did not have any infectious diseases. The lesion was the external iliac artery. A smart stent has been implanted before and the lesion re-stenosed. There was no patient injury and the product will not be returned for analysis. Additional information has been requested.

Manufacturer narrative:
A saber rx 8mm x 4cm 155cm balloon catheter was delivered to the lesion and inflated. However it ruptured at 6 atm (6 atmospheres) during its initial inflation. Therefore it was removed from the patient. The lesion was moderately calcified. The vessel tortuosity was heavy. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no patient injury. The patient did not have any infectious diseases. The lesion was the external iliac artery. A smart stent had been implanted before and the lesion re-stenosed. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The balloon inflated normally. The maximum inflation pressure was at 6atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot 17657905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, heavy tortuosity and a rate of stenosis of 80% may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber rx 8mm 4cm 155 was delivered to the lesion and inflated. However it ruptured at 6 atmospheres (atm) during its initial inflation. Therefore it was removed from the patient. The patient did not have any infectious diseases. The lesion was the external iliac artery. A smart stent has been implanted before and the lesion re-stenosed. There was no patient injury and the product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was moderately calcified. The vessel tortuosity was heavy. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The balloon inflated normally. The maximum inflation pressure was at 6 atmospheres (atm). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.